Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping or scrolling noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump unresponsive buttons. The numbers kept increasing uncontrollably when the customer attempted to program a bolus. The battery had to be removed. The customer's blood glucose was unknown. Nothing further was reported.